Event description:
Device was received at the device analysis lab for an unknown side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in the radius side assessed as fold flaw opening. Additional observations: ¿ black particles observed in the gel. ¿ red encapsulation on the device. ¿ observed creases on the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Device was received at the device analysis lab for an unknown side. Device has been explanted.